Event description:
Consumer reports taking 4 readings in a row (w/ bd logic) and getting very different readings. Analysis run on clark error grid using mean average readings (262) as ref. Point vs. Bd readings 162, 302, 287, 295 yielded some data points in the d range of the grid, outside acceptable limits.